Event description:
It was reported that a review of this pacemaker system's reports was requested. Technical services (ts) reviewed the event and stated that the device was functioning properly; however, right atrial (ra) lead oversensing was observed. No adverse patient effects were reported. This pacemaker remains in service.